Manufacturer narrative:
Device code (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -7.5/+1.5/015 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Claim# (B)(4).